Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported the poor air displacement. The pak was visually inspected. The position (pos) 3 identification (ID) tab was broken off on the pinch plate of the cassette that interfaces with the console. This observed damage will result in the customer's experience. Inspection of the pinch plate indicates the tab likely broke off at some point, however, we were unable to isolate when and where the break occurred. We were able to replicate the customer's experience. During fluid air exchange (fax) function, fluid (instead of air) flowed to the infusion cannula line. There was no fluid from the lower pressure air source (lpas) port of the cassette to the infusion cannula line. Console safety checks are established to detect and prevent the reported cassette from being used by the customer. The root cause of the customer's complaint could not be conclusively determined when and where the broken ID tab on the pinch plate occurred. No corrective action is required at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. In-process controls are established to ensure each final assembled pak is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that no air came through the line during fluid/air exchange during vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm.